Event description:
It was reported that the patient experienced an uncomfortable spikey sensation in her back. The patient underwent a procedure in which the entire spinal cord stimulation (scs) system was explanted. The patient was doing well postoperatively. The explanted devices will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Block b3: date approximate additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 17674699. UDI: (B)(4). Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 17634074. UDI: (B)(4). Brand name: precision spectra. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 18462109. UDI: (B)(4).

Manufacturer narrative:
Block b3: date approximate. Additional suspect medical device components involved in the event: brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 17674699 UDI: (B)(4). Brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 17634074 UDI: (B)(4). Brand name: precision spectra upn: m365sc11320 model: sc-1132 serial: (B)(6) batch: 18462109 UDI: (B)(4).

Event description:
It was reported that the patient experienced an uncomfortable spiky sensation in her back. The patient underwent a procedure in which the entire spinal cord stimulation (scs) system was explanted. The patient was doing well postoperatively. The explanted devices will not be returned as they were retained by the medical facility.